Event description:
The device was returned to zoll after delivery to the incorrect customer. During re-evaluation of the device at zoll the tech svc dept found the device would not power up. There was no pt involvement with this reported malfunction.